Event description:
Anterior lateral tributary treated. First post-operation duplex. Thrombus protruding into common femoral vein. Not classifying as a deep vein thrombus. Lovenox given to prevent propagation.

Manufacturer narrative:
No malfunction was reported. The product was not returned.